Event description:
A report was received that the patient underwent a pocket revision due to pocket site discomfort. During the procedure, the pocket site was relocated. The patient was reportedly doing fine after the procedure.